Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose was 527 mg/dl. The customer was treated with 6 unit of insulin. The customer declined troubleshooting. The customer advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.